Event description:
Went to insert an IV into the r wrist and had visualized the catheter and tip and saw no defects. Upon attempting to insert the IV, I noticed a lot of drag when attempting to go through the skin and into the soft tissues. I looked at the insertion point and did not see any problems, but finally aborted attempt due to it not feeling right. After removing the unit I inspected the tip and found there was a piece missing at the very end. After squeezing the skin at the insertion site, I was able to retrieve the missing piece and another IV was inserted at a different site. It is important to note that at no time did I slide the catheter down the needle then return it back to the hub nor did I notice any obvious defects. Pt was aware of the situation.